Event description:
On aug. 5, 2007, the lay/user reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging the one touch ultra is giving an error 4 message. Per the owner's manual, error 4 could mean the following: 1. You may have high glucose and have tested in an environment near the low end of the system's operating temperature range (43-111 f/6-44 c). 2. There may be a problem with the test strip. For example, it may have been damaged or moved during testing. 3. The sample was improperly applied. The complaint is classified based on the documentation of the customer care advocate (cca). In 2007, at approx. 9:30 - 10:00pm, the reported issue started. She took her usual dose of "35 units of humalog 75/25." The next day, during breakfast time, she was unable to obtain a reading due to the error 4 message, and took her usual set amount of "95 units of humalog 75/25." At about 12:45 - 1:15pm after she came home from church, she was having symptoms described as "lightheaded and blurred vision." Her sone made her a peanut butter sandwich to treat her suggestive symptoms of hypoglycemia. During troubleshooting, the cca verified that the patient was using the meter within the acceptable temperature range, the testing technique was correct, the condition of the test strips were good, and the test strips have not been open longer that the discard date, expired, or stored improperly. The issue was not resolve with a new vial of test strips. This complaint is being reported because the patient alleged that she developed symptoms after the reported issue began and that the meter issue was not resolved during troubleshooting. The meter, test strips, and control solution were replaced.